Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had a revision. Additional information was received from the manufacturer representative. It was further reported that the patient's previous system had not been working for years and never gave any pain relief, according to the patient. The ins had been removed years ago and the surgical paddle was left. Then, patient was initially referred for removal of the surgical paddle rather than replacement but the facility independently decided to replace rather than remove. It was noted that this information was confirmed with the physician. No further complications were reported/anticipated.